Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the bed was raising and lowering on its own. No injury was reported.

Manufacturer narrative:
Arjo was notified of the event involving two citadels plus bed frames. This report refers to the bed serial number: (B)(6) (MDR 3007420694-2025-00130). The customer reported that this bed was moving on its own (going down by itself). No injury was reported. There was no patient on the bed when the unexpected activity was noticed. The other citadel plus bed was reported under MDR 3007420694-2025-00131. Inspection of the device and the information collected showed that the button on the control panel was stuck in a depressed position. This caused the bed to be raised unintentionally. A review of post-market surveillance data revealed that the most common cause of a stuck button is damage from impact (e.g., hitting objects like walls and door frames) or natural wear and tear due to frequent use. In the complaint at hand, there were no signs that the button was damaged by impact. It seems that wear due to use is the most likely cause of the button malfunction. This is in line with the information provided by the arjo representative, indicating that the touchpad button was worn and sticking. The left control panel was not replaced since bed's manufacturing (june 2017). The citadel plus instruction for use (IFU 831. 374.en) includes the following information regarding regular check of the bed: "check that the patient controls, care giver controls and attendant control panels operate correctly" - weekly by the caregiver. "Carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)" - weekly by the caregiver. "Failure to carry out these checks or continuing to use product if a fault is found, may compromise the safety of both patient and caregiver. Preventive maintenance can help to prevent accidents." In summary, the bed frame was not up to the manufacturer¿s specification during the event. No patient was involved. The complaint was assessed as reportable due to allegation that the bed moved on its own.